Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided, so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported in an FDA's medwatch letter that during a shoulder arthroscopy procedure, the surgeon noticed that the tip of the needle was broken. An ar-2324bcctt (bio-comp.swivelock) lot# 794148 was also used during case with no issue reported related to this device. No other details given.